Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had a return of symptoms and bad bowel incontinence the last 2 days. Troubleshooting found that they were on 1.2v but stim was off. They were walked through turning stim back on again and they increased to 1.4v where they stated they could feel stim. It was recommended that they monitor their symptoms with the changes they made. Additional information was received from a consumer on (B)(6) 2019. It was reported that the cause of the return of symptoms and stim being off was that ¿it was accidentally turned off.¿ additional information was received from the consumer on (B)(6) 2019. In response to the inquiry of the circumstances that led to the patient¿s return of symptoms and the stimulation being off, the patient reported they went to increase the level in program one but they were unable to. The patient stated that they had talked to the manufacturer company and they told the patient the ¿device was probably turned off.¿ so the patient reported, the manufacturer company walked them through turning the device on again. The patient noted they ¿had no idea how it got turned off!¿ the patient stated they now check the device regularly to be sure it is ok. There were no further complications reported/anticipated.